Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to vaginal prolapse. It was reported that following insertion the patient experienced dyspareunia, interstitial cystitis, painful rectal cramps and bladder infections. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to mesh erosion. It was reported that the patient underwent supracervical hysterectomy and sacrocolpopexy on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent rigid proctosigmoidoscopy, exam under anesthesia, and perianal block on (B)(6) 2007 due to rectal pain and palpable mesh. It was reported that patient underwent excision of all vaginal mesh, hydrodistention and cystourethroscopy on (B)(6) 2007 due to s/p vaginal mesh for pop, erosion of mesh, pelvic pain and levator myalgia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a mesh removal due to mesh erosion and urinary problems on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary problems, recurrence, and vaginal scarring.